Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - 2005 (exact date unknown); manufacture date - unknown.

Event description:
It was reported that patient underwent a hip replacement surgery in 2005. Revision procedure was performed on (B)(6) 2012 due to ceramic head fracture. No further information has been received.